Event description:
There were numerous motor stalls and recoveries noted with no known causes/sources of emi. Two days prior an inflammatory mass was also diagnosed by MRI. The outcome is unk. Further info is being requested from the hcp. The pump contained methadone 15mg/ml delivered at 4.502mg/day, bupivacaine 10mg/ml delivered at 3.001mg/day, and clonidine 500mcg/ml delivered at 150.06mcg/day.